Event description:
The reporter stated that the surgeon was advancing a three piece collamer lens and the haptic tore off in the cartridge. No patient contact or injury.

Manufacturer narrative:
Evaluation codes results: a visual inspection of the returned product shows one haptic is torn off of the lens. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.